Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a blood glucose level of 522 mg/dl. The customer's bolus was administered incorrectly. The customer was assisted in setting up his bolus settings. The customer also mentioned he had been in the hospital for an x-ray. The product is not being returned. Nothing further was reported.